Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 7f sheath after a right leg peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used and the plunger was pushed too hard. There was difficulty closing the foot. After the foot was closed the device was removed. Inspection of the device revealed a posterior foot break. The broken foot was not retrieved. The physician did not attempt to retrieve the foot; it was lost in the artery. A sheath was placed in the artery. The sheath was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.